Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced high blood glucose of 600 mg/dl. The customer was treated by the paramedics who helped change the customer's reservoir and infusion sets. The customer was informed that there could be many reasons for high blood glucose. The customer's wife stated that the customer was taking pain medication for his tooth and has felt light headed since taking the pills. The customer did not have a tubing clamp to trouble shoot the insulin pump. A tubing clamp was sent out to the customer and was advised to call back to finish trouble shooting the insulin pump once they had received the tubing clamp. No further information was provided.